Manufacturer narrative:
Analysis: device evaluated by MFR: analysis of the ipg 3058 interstim ll (serial#(B)(4)) found the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant for neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported that when hcp inserted lead into ins and tested impedances, they saw all 4 contacts with case as 50 ohms. The hcp removed the lead from ins, wiped down, re-inserted, took impedances. Saw only 2 case pairs were showing 50 ohms, again removed lead, wiped down and reinserted but then could not get the set screw to tighten back down. They opened a new ins and everything worked as intended with normal impedances. No patient symptoms/injury was reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the rep: the ins was never implanted, the issue occurred during the procedure while trying to check impedance and there was no patient harm. The cause of the 50 ohms during impedance testing was unknown, the new ipg once connected had no impedance issues. The cause of the set screw issue was unknown, and it was not known if this was an out of box occurrence or not. No patient symptoms/injury was reported and no further complications were reported or are anticipated.